Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Noheria a, cha ym, asirvatham sj, friedman pa. Shoulder joint dislocation as an unusual complication of defibrillation threshold testing following subcutaneous implantable cardioverter-defibrillator implantation. Indian pacing electrophysiol j. 2014; 14 (6): 297-300.

Event description:
Boston scientific received information that following the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, in which defibrillation threshold (dft) testing was performed, the patient complained of significant pain in the left shoulder area that was non-responsive to anti-inflammatory and pain medications. Upon further examination, a gross deformity of the shoulder with the humeral head palpable anteriorly was discovered. The patient was re-sedated and the shoulder was close-reduced, which resolved the discomfort immediately. A shoulder sling was prescribed to the patient. No further issues have been reported and the s-ICD system remains in service.